Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2021. The patient's head was wrapped as recommended by cochlear. The implanted device remains. Surgery to replace / relocate the magnet was planned, however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on february 15, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6) 2022 in order to replace the implant magnet. This report is submitted on may 02, 2022.